Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 314.05. Synthes lot # a4db927. Supplier lot # n/a. Release to warehouse date: 07 jul 2006. Manufactured by: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the cannulated 4.0mm hexagonal screwdriver (part #: 314.05, lot #: a4db927) was received at us customer quality (cq). Visual inspection of the device showed the distal tip of the device was broken and there were severe scratches and nicks on the handle. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the shaft diameter was measured to be within the specification. Document/specification review: the following drawings reflecting current and manufactured revisions were reviewed: - cannulated hexagonal screwdriver. - screwdriver shaft. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the cannulated 4.0mm hexagonal screwdriver (part #: 314.05, lot #: a4db927) as the device was broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the universal chuck, screwdriver shaft, hammer guide, stardrive screwdriver shaft, cannulated hexagonal screwdriver, threaded rod and universal chuck with t-handle are found broken during the inspection outside the surgery. Patient involvement is unknown. This complaint involves seven (7) devices. This report is for (1) cannulated 4.0mm hexagonal screwdriver. This report is 6 of 8 for (B)(4).